Event description:
It was reported that during a laparoscopic gastrectomy procedure, there was no feedback when grasping the firing trigger at the 4th firing. Although another new cartridge was loaded into the same instrument, it could not be fired. Another device was used to complete the case. There were no adverse consequences for the patient. The target tissue was not thick. Reinforcement material was not used. Additional followup: on what tissue type was the device used? At what location on the tissue?---colon. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. If echelon, during which stroke did the event occur? ---2nd. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---blue. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the force of firing was lower. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no information. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---the deployed staples till the 1st stroke were b-formed shape. The others were unformed.

Manufacturer narrative:
(B)(4). Premature sled movement. The sc60 device was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.